Event description:
It was reported during a lap colon procedure, the doctor burned through the bow of the patient with the device. The doctor attributed the burn to the tip of the device being too hot. The procedure was completed with this device. The device is not being returned.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Information requested: as the patient received a bowel burn and the outcome of the burn may not be immediately known for 5-7 days post-op, could you please advise: what medical intervention was used to treat the burn (stitches? Tissue excised?) What is the current patient condition? Were you present for the procedure? Who was the surgeon? (Please provide name, address, email and phone). Has the surgeon been in-serviced on heat management? Is the surgeon aware of the warnings in the IFU as to heat?